Event description:
It was reported that the patient experienced three fainting spells and hand numbness. Communication with the clinic confirmed that the patient was ill and had not been seen in approximately seven months. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)